Manufacturer narrative:
(B)(4). Date sent: 8/2/2017. Batch # m53l33. The analysis results found that the tcr75 cartridge was received with the right fork damaged, and the swing tab was noted to be broken, making the reload nonfunctional although the cartridge was fully loaded. No functional test was performed. No conclusion could be reach on what caused the swing tab to become broken, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure and before use on the patient, staples protruding. Another like product was used to complete the procedure. There were no patient consequences reported.